Manufacturer narrative:
(B)(4). Batch # t9276c. Date of event is 2020. Event day and event month were not reported. Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In addition, two malformed clips were returned inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the el5ml endo clip couldn't be fired normally. Nurse changed to a new one. There were no patient consequences and no additional information is available at this time.